Event description:
It was reported that the customer had just gotten home from the hospital. Customer had to take the pump off while she was in the hospital. Hospitalization was related to diabetes. Customer declined troubleshooting because she does not believe the hospitalization was related to the pump not functioning as designed. It was found that the battery in the pump was inserted incorrectly. Customer had a battery out limit alarm. The battery was outside the pump for more than 15 minutes. Customer was hospitalized on (B)(6) 2014. Customer had diabetic ketoacidosis and their blood glucose level was over 600 mg/dl. Customer was discharged on (B)(6) 2014. Customer was not wearing the pump at the time of hospitalization, but was wearing the pump until she was admitted. Basal settings were found in the pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.